Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking purple luer was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "the catheter seems to be fine, presents flow and re-flow when tested with saline solution. When set is connected to administer medication/saline therapy, it presents a leakage in the connection between the catheter's hub with the microclave. The microclave is removed and the leakage persists. The set is exchanged, and the leakage keeps occurring in the connection between the set with the catheter's hub in all tests performed. It's required to change the catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "the catheter seems to be fine, presents flow and re-flow when tested with saline solution. When set is connected to administer medication/saline therapy, it presents a leakage in the connection between the catheter's hub with the microclave. The microclave is removed and the leakage persists. The set is exchanged, and the leakage keeps occurring in the connection between the set with the catheter's hub in all tests performed. It's required to change the catheter."